Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an issue with the pump. This complaint is being reported because the issue may cause an interruption of insulin delivery. There was no allegation of an adverse event associated with this complaint.